Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she has had to change the battery daily on the insulin pump. Customer stated that the screen went blank and after a few minutes it will turn on. Customer stated that the batteries are draining frequently and the display goes blank. Customer stated that prior to the blank display she received weak battery and off no power alert. Customer also reported that there is a very small crack on the bottom screen. Blood glucose value was 210 mg/dl.